Event description:
The customer was hosptialized for high blood sugar levels. Troubleshooting was done on the pump and it passed on functional tests. The customer was made aware of the two high blood sugar rule. Additionally, the customer was instructed to monitor pump and blood sugar levels.